Event description:
Medtronic/covidien (conflicting information in the reports; 2 out of the 3 reports list it as covidien). Valleylab ft 10 v2.0x serial #: (B)(6). Issue: defective monopolar port. Sent to manufacturer for repair. (B)(6) 2025 surgeon was using the coagulation function of the bovie near the beginning of the case, in the subcutaneous tissue. A vessel was bleeding; this was grasped with a hemostat clamp. Then she touched the bovie to the hemostat clamp and activated the coagulation button to cauterize the bleeding vessel. This is when a flame like a candle was noted. The bovie was immediately stopped and set down on the drape which is when it was noted to have burned through the drape. She thought perhaps because there was some char on the bovie tip, this may have caused the flame, but unsure.